Event description:
The trilogy 100 ventilator was returned to the manufacturer for evaluation and the device did not meet acceptance criteria of evaluation process for the following conditions: initial power up, enclosure, porting block and damaged dc connector. The device powered on and worked as it should. There were no significant events in the error log. The inlet air path assembly and removable air path foam was replaced per remediation. The device could not be tested due to damaged dc connector. The customer requests no repairs to the device. The device did not pass testing.